Event description:
It was reported that during a carotid artery stenting treatment procedure, a shaft fracture occurred. The physician was attempting to treat a 60% stenosed, 7.0x30mm de novo lesion located in the non-calcified, non-tortuous carotid artery with a 8.0x21mm carotid wallstent. Vascular access was femoral. The physician did encounter significant resistance upon insertion of the device. The carotid wallstent was advanced to the lesion, and as the physician was attempting to deploy the stent, the proximal portion of the catheter broke. The stent could not be deployed and the entire carotid wallstent delivery system and stent were withdrawn from the pt. The procedure was completed successfully with the implantation of two 8.0x21mm carotid wallstents. There were no reported pt complications. The pt status is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).